Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze issue, and system risk analysis (sra). ¿the device history record (DHR) was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿trending analysis of the smoke/haze issue for the sterrad® 100nx unit was reviewed for the prior six months from open date and no significant trend was observed. ¿review of risk documentation shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter and oil mist filter were not returned for further evaluation. The assignable cause of the smoke/haze is likely due to the catalytic converter, which was a non-asp part, and oil mist filter. The in-house biomed replaced the parts to resolve the issue; however, the unit did not meet specifications due to the non-asp part usage. The customer was sent a letter to address the non-asp approved repairs and parts installed not in compliance with the manufacturer specifications. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: cmp-(B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The fse found that the in-house biomed, who was not trained to service the sterrad® 100nx sterilizer, had replaced the catalytic converter and oil mist filter to resolve the smoke/haze issue. The catalytic converter was a third party part while the oil mist filter was confirmed to be an asp part. The customer was advised that only asp parts should be used and was informed that the unit did not meet specifications due to the non-asp part usage. Asp complaint ref #: cmp-(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A customer reported an event of ¿smoke¿ or haze emitting from two of their sterrad® 100nx sterilizers and stated that the issue had been occurring for approximately two weeks. In addition, approximately 12-17 healthcare workers (hcws) complained of itchy eyes while working in the department and were uncertain if the eye reactions were related to the smoke/haze or due to allergy season. Details of patient demographics, symptoms, and duration are unknown at this time as the customer has not responded to follow-up requests for additional information. Advanced sterilization products will continue to follow-up for additional information regarding the hcws. The customer was instructed to power the unit off and discontinue use. An asp field service engineer was dispatched to assess the unit onsite. Based on the information received to date, the information suggests the eye reactions were not serious. However, this event is being reported as a malfunction report subsequent to a serious injury. This report is for sterrad® 100nx sterilizer #1. Please reference mwr-(B)(4) for sterrad® 100nx sterilizer #2 related to this event.